Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's atrial lead had multiple episodes of oversensing noise. The physician elected to explant and replace the lead on (B)(6) 2021. The patient was stable.